Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a mastectomy procedure and received a shock for ventricular fibrillation (vf) caused by noise as a magnet was not used during the procedure. As a result, the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to high rate non-sustained episodes, increased counts to the sensing integrity counter (sic) and oversensing. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second inappropriate shock was delivered to the patient during another mastectomy procedure while the physician was moving the device.